Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights ¿ powerled 500. It was discovered that the spring arm cover, headlight cover plate and dimmer from fork were missing. We decided to report the issue in abundance of caution as the issue can lead to contamination of sterile field. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. It was stated that following parts were missing: ard368332555, ard368303900, ard368301556. The getinge service technician did not know what caused the issue, when entering the room things were already missing. He believed that the customer or third party was troubleshooting. The device is not under a getinge service contract and there is no information when the last preventive maintenance was performed. According to information communicated by the us ssu, the probable root cause of these incidents: incorrect maintenance and/or repair. Incorrect maintenance can result in serious personal injury or material damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: (B)(6). Event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 13th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the spring arm cover, headlight cover plate and dimmer from fork were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.